Event description:
The following info is from (B)(6) to nakanishi inc (nsk), regarding a device manufactured by nsk for b-USA. B-USA event summary: customer indicated that the handpiece overheated and burned the patient's lip. Customer immediately switched to another handpiece to finish the procedure when pt complained of the heat so were able to finish the procedure. The burn did not leave a mark so nothing had to be done, no medical intervention was required and they did not believe there will be any permanent scarring. Nakanishi has requested additional info from b-USA regarding this event via written letter e-mail sent 11/21/2014. B-USA did not return handpiece to nsk for the MFR's evaluation.

Manufacturer narrative:
We have tried to get more info for this event. We asked b-USA to get more detail info from pt on (B)(6) 2014 by e-mail. But we could not get any additional info up to now. As an investigation approach nakanishi inc., (B)(4) (MFR) examined the DHR for device (forza f5, sn (B)(4)) nakanishi inc concluded that no problems had occurred during manufacturing or testing of the subject device, as evidenced in the DHR.